Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 16-oct-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Procedure: left knee surgery, cathplace: left groin, infusion start time: (B)(6) 2017 5:21 pm, infusion stop time: (B)(6) 2017 5:21 pm. It was reported by a patient that she had surgery on (B)(6) 2017 and the first pump was placed three or four days after the surgery. The patient previously returned to the hospital and had a total of 3 pumps attached using the original catheter. At the patient's physical therapy appointment, the catheter and third pump was removed and about 5 inches from the insertion site, the patient noted the area to be red, hot, painful and swollen. However, the actual insertion site was not painful. Additional information was requested but not received.

Manufacturer narrative:
All information reasonably known as of 19-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).